Manufacturer narrative:
The lab cannot return the exact slide for evaluation. A box from that same lot number is being returned for examination. To date, it is not received by MFR. The device in question is a standard glass microscope slide commonly used for cervical cytology. There is a risk of breakage with any glass item. There have been no changes to glass material, packaging or shipping conditions. No further corrective action is planned.

Event description:
Customer (cytotechnologist) reported that surepath precoat slide, broke when placing slide onto microscope stage, on (B)(6), 2009. The (B)(6) dept of public health reported that the precoat slides are more easily broken after sample processing and staining. When placing slides on microscope stage, the corners and edges of slides are easily broken. The cytotechnologist was hurt in the eye from a glass shard. The cytotechnologist used an eye wash to wash the eye and remove the glass particle. There was no injury to eye and no medical attention has been sought.